Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have resin (cream-colored portion) with crush. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and during visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.